Event description:
Country of complaint: (B)(6). During a gynecological surgery a small piece of metal became loose from the tip of the instrument. Fragment was retrieved. Short delay in procedure.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site evaluation: the broken off part is a ceramic fragment. The ceramic insulation shows several cracks which indicates a mechanical overload situation, caused by bending the instrument. There are no hints for material or product deviations.